Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balance middleweight universal ii. (B)(4) - against resistance; incorrect removal; re-insertion; no pre-dilatation the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during direct stenting of the heavily calcified right coronary artery via radial access, a 4.0x12 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. The sds was withdrawn from the anatomy and dilatation was performed using a 2.5x12 balloon. The same sds was re-inserted and several unsuccessful attempts were made to cross the lesion without using force. The sds was withdrawn from the anatomy with resistance. A new 3.5x12 xience v sds was advanced successfully to the target lesion and the stent was deployed. The procedure was completed and the outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it was reported the sds was re-inserted into the patient anatomy after the initial failure to cross the lesion and was removed as resistance was encountered. It should be noted the stent placement-precautions section states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the reviewed information, no product deficiency was identified.